Manufacturer narrative:
Device evaluated by MFR: the main coil, the introducer sheath and the pusher wire were returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was tangled, and it was bent, stretched and detached at the coil arm section. Additionally, the pusher wire was bent at the distal tip. The pouch was returned, and it was observed that the pouch information matches with the complaint information. Dimensional inspection of the main coil and pusher wire revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26sep2025. It was reported that the coil became entangled and could not be deployed. The patient presented with variceal in splenic underwent embolization with a 14mm x 50cm interlock coil. However, during the procedure, it was noted that the coil became entangled with the lock and did not detach from the lock after coming out of the micro catheter. The device was retrieved after 2nd attempts to avoid the incorrect placement of the coil. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed the main coil was detached at the coil arm section.